Manufacturer narrative:
(B)(4)

Event description:
It was reported that during implant procedure, the left ventricular lead exhibited difficulty being implanted due to its shape. Multiple attempts to implant the lead were unsuccessful. The lead was not used and replaced. All electrical measurements were in range. The patient was in good condition post operation.